Event description:
It was reported that the right ventricular (rv) lead dislodged and the patient experienced diaphragmatic and phrenic nerve stimulation. The rv lead was removed and a new lead implanted on the patient's opposite side due to difficult anatomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Concomitant products: 5568 lead, implanted: (B)(6) 2014.